Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse aid reported the freestyle libre 2 sensor detached prematurely. The customer did not experience any adverse symptoms, but was unable to self-treat. The nursing aid took a capillary measurement, and treated customer with insulin injection. There was no report of death or permanent injury associated with this event.

Event description:
A nurse aid reported, the freestyle libre 2 sensor detached prematurely. The customer did not experience any adverse symptoms, but was unable to self-treat. The nursing aid took a capillary measurement, and treated customer with insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. No physical damage was observed, on the returned sensor patch. The returned sensor adhesive was observed, less than 25% peeled off the patch. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.